Manufacturer narrative:
The device was not returned to edward for evaluation. The clinical observation was unable to be confirmed. There was no allegation of product malfunction. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The valve degeneration observed in this case was most likely due to a progression of this patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors and other potential unknown factors. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case edwards received information from the implant patient registry that a 19mm 3000tfx aortic valve was explanted after an implant duration of 10 years due to severe aortic stenosis due to calcific valve degeneration. The 19mm valve was replaced with a 21mm 3300tfx valve. Through medical records, this patient also received a 28mm mitral annuloplasty ring for severe mitral regurgitation and a 28mm tricuspid annuloplasty ring for severe tricuspid regurgitation. Patient was transported to the ICU in guarded condition and discharged on post-operative day 8.